Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was "not working" anymore and they are wondering if they should have an MRI of their knee. Agent asked caller to clarify what they meant by "not working" and caller stated they noticed it wasn't helping with their symptoms anymore and tried to increase intensity but couldn't get it to work. Caller stated coincidentally when they were at the doctor's office they saw the manufacturer representative (rep) was there. Caller stated the rep tried to increase the stimulation but it did not work; they couldn't get the programmer to work either. Caller stated they called a different rep who said after a few minutes to give up because it wasn't working. Caller mentioned that they have an appointment tomorrow and will talk to the doctor about this. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Other medical: caller mentioned they have a vaginal pessary for urinary incontinence which they had changed back in july 2023. Caller also mentioned they had an MRI before with the inter stim ii implant as they didn't know there was a restriction.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: product ID th90p01 (serial: unknown); product type: 2201-mobile platform; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.